Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet display was not showing glucose values when paired with a dexcom g7 continuous glucose monitor (cgm) sensor, and customer care guided the user to switch the cgm settings and re-pair the sensor with instruction to allow time for reconnection. No adverse clinical symptoms reported. Outcomes included no interruption requiring medical intervention and no alerts or alarms on the ilet. User support included guided troubleshooting and education to verify cgm selection and communication pairing between the ilet and the dexcom g7. Investigation of this case revealed a loss of cgm signal to the ilet that was addressed by re-establishing the bluetooth connection, consistent with a communication pairing issue without device damage. It was concluded, based on previously established findings for similar reports, that user setup or pairing contributed to the temporary signal loss.